Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accutni) results above the ami cutoff on several samples from one patient generated by the unicel® dxc 600i synchron® access® clinical system. The erroneous results were reported outside of the lab.the physicians assumed an interferent and did not change patient treatment.the customer has not received any reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples are collected in pst tubes.qc is performed twice daily and was within specifications during the event.service was declined by the customer. The customer is not questioning hardware and suspects an interferent. However, there is not enough sample volume to complete further testing.although an interferent is suspected, no definitive root cause could be determined for this event.